Event description:
Patient reported via a regulatory agency "a large mass on my right breast", "implants have been recalled, possible bia-alcl", "completely broken and pieces were everywhere", "samples of the fluid", "filling up with fluid and was very painful".

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: moderate breast pain, wrinkling, implant visibility, rupture allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported left side "moderate breast pain, wrinkling and implant visibility." Per physician, these events are non-device related. Additionally, patient reported a rupture. Device has been explanted.